Event description:
The undersigned law firm represents the pt in connection with her severe injuries stemming from use of your on-q pain pump. The pain pump was inserted into both of her feet in '07, by podiatric surgeon, following bunionectomy procedures. By this letter, we are formally notifying you that litigation is being contemplated, we instruct you to preserve this medical device in the same or similar condition as it appeared at the time of the pt's usage. Failure to preserve this instrument can subject all responsible parties to liability for "spoiliation of evidence." Kindly provide us with directives for examining the subject pump. Thanking you in advance for your prompt attention to this matter. [See scanned pages.]